Event description:
The pt underwent a diagnostic angiography. The pt was somewhat obese and had pre-existing hypertension. No excessive calcification was noted and there was no tortuosity or scarring. The stick was normal. During the groin shot after insertion (as soon as the dye went up), a circumferential dissection in a 9.0 cm diameter vessel was identified. The dissection was distal to the stick by 1 cm. The arstasis rep was not present, but reviewed the images afterwards. The physician speculated that it might have been due to dislocation of plaque. No treatment was rendered. The pt was fine and discharged the next day.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU) was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instruction on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is not evidence to suggest the device was out of specification. Although the physician speculated that the dissection may have been due to a plaque, the root cause, based on available info, is unk as it cannot be definitively determined.